Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, p/n 500658; a device is not released if it does not meet requirements or is nonconforming.

Manufacturer narrative:
Many of the pages in the medical record are duplicates. Medical record reveals the patient does not have good vision and does her peritoneal dialysis at home by herself. The patient remarked in the hospital that she has 2 cats that have been attracted to her peritoneal dialysis tubing and it is possible they could have bitten into the tubing. No malfunction was reported. There was no documentation in the medical record that states there is a causal relationship between the liberty cycler and the patient¿s peritonitis. A follow up will be submitted upon completion of the plant's investigation.

Event description:
Medical records reveal the patient was admitted into the hospital on (B)(6) 2015. Patient was diagnosed with strep viridans peritonitis and started on intraperitoneal ancef/fortaz. In addition, the patient was also found to have clostridium difficile and started on flagyl. During the patient's hospitalization, the patient had a manipulation of the tenckhoff catheter. It should be noted the tenckhoff catheter is not a fresenius manufactured product. After the strep viridans culture, the patient had two follow up peritoneal dialysis fluid cultures that were negative. The patient was discharged on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Additional medical records have been requested. A follow up will be submitted if additional information is received in the medical records and after completion of the plant's investigation.

Event description:
During a review of a patient's medical records it was noted the patient was diagnosed with peritonitis on (B)(6) 2015 due to touch contamination. No further information was provided.